Manufacturer narrative:
Device evaluated by the manufacturer? Lens was not returned. (B)(4). Method code (process evaluation): work order search. Results code (process result): a work order search found no similar complaints. Conclusion code (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
Reporter indicated that the surgeon implanted an 11.5mm icm115v4 implantable collamer lens in to the patient's left eye (os) on (B)(6) 2015. Excessive vault and elevated iop were noted and the lens was explanted on (B)(6) 2015. Patient's last known bcva was 20/20 as of (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion - review of this file indicates that the lens was not implanted in accordance with the dfu requirements. This lens model is indicated for use in adults 21 - 45 years of age. Device evaluation: product evaluation found that the lens was returned dry in a lens container and there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. Claim #(B)(4).